Manufacturer narrative:
Additional information was received that the reason for the explant procedure was not due to the scs making the patient¿s pre-existing pain worst, that was previously reported, but due to inadequate stimulation.

Event description:
A report was received that the scs made the patient's pre-existing pain worst. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Date of event: (B)(6) 2013. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing swelling, pain and burning sensation. It was noted that a pain developed with the device and the scs made pre-existing pain worst. The patient did not use the device nearly two years. It was also reported that the patient was having discomfort charging due to ipg was heating up. The patient underwent an explant procedure. No device malfunction was suspected.